Manufacturer narrative:
Follow-up # 1, 06/02/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/06/20110 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. Device manufacture date: 9/2007.

Event description:
The patient's dad claimed that the ok button does not always activate the desired pump functions. The keypad has not been exposed to moisture and is intact. There was no adverse event associated with this complaint. However, this complaint is being reported due to the unresolved reported issues. The pump was replaced.